Event description:
The customer reported via phone call that the insulin pump alarmed weak battery and experienced a keypad anomaly. The customer stated that after receiving the weak battery alarm, he changed the battery, and the backlight would not turn on. He stated that the light eventually came on, but he then tried to bolus and was unable to. He stated that the insulin pump would not respond to button presses. The customer's blood glucose was 112 mg/dl. He stated that when he tried to get the backlight to turn on, the down arrow would not activate. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected back light anomalies or weak battery alarms noted during our testing. The insulin passed displacement test and off no power test. The operating currents are within specification. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.